Event description:
The day after having a stent placed in the right internal carotid artery, the pt suffered a q wave myocardial infarction (mi). The pt is a female pt who was consented to the study. Medical history included hyperlipidemia, coronary artery disease, and hypertension. The pt was asymptomatic. The target lesion location was the proximal right internal carotid artery. There was no occlusion in the contralateral carotid. Target lesion diameter stenosis was 85%. Geometry of the lesion was eccentric and ulcerated. Lesion calcification was described as mild. Vessel tortuosity by visual inspection was severe. An angioguard distal protection device was used successfully with no technical problems. Pre-dilatation of the lesion was performed. There was no debris found in the basket upon retrieval of the angioguard device. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. The final target lesion percent diameter stenosis was 10%. The procedure was completed. The pt left the angio suite neurologically intact. The day after the procedure, the pt suffered an adverse event. The type of event was a q wave mi. ECG's were associated. It is unk if there was any ischemic pain associated. There is no info regarding treatment. The pt was discharged four days after the index procedure.

Manufacturer narrative:
This study pt underwent carotid stent implantation and one day post index procedure suffered an mi (myocardial infarction) . The pt was a female with medical history including hyperlipidemia, coronary artery disease and hypertension. The target lesion was right carotid artery described as severely tortuous, mildly calcified, ulcerated and 85% stenotic. An angioguard device was introduced, deployed and retrieved without reported difficulties. The precise pro stent was implanted without reported difficulties. The pt was maintained on asa and plavix prior to and post procedure. The procedure was completed successfully and the pt left the angio suite neurologically intact. The day after the index procedure, the pt was noted to have suffered a q-wave mi on electrocardiography with attendant cardiac marker elevation. There is no report regarding treatment of the mi. The product was not returned for eval and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Mi is a known potential adverse event associated with carotid stent implantation procedure. Review of the info suggests there were pt factors that my have contributed to the reported adverse event of mi, specifically the history of known coronary artery disease.